Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800549 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first few clips failed to close or fire, was fine after. The procedure was completed as clip applier started to work.

Event description:
It was reported that the first few clips failed to close or fire, was fine after. The procedure was completed as clip applier started to work.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for tc 1900070415 and tc 1900070442. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 11 clips remaining in the channel, indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "first few clips failed to fire" was confirmed based upon the sample received. One device was returned with its rotation tab bent and the first clip out of position in the channel. Upon functional inspection, the first clip was unable to load properly into the jaws. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.